Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported peeled / delaminated was confirmed as polymer separation. The reported failure to advance could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire interacted with the patient¿s heavily calcified and 90% stenosed lesion, resulting in a failure to advance. Additionally, it was reported that the polymer was noted to be peeled after use. Analysis of the returned wire confirmed the peeled polymer as polymer separated, stretching, and bunching. It is likely that manipulation of the wire, when resistance was met, contributed to the polymer damage. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the right popliteal artery with heavy calcification. The ht command 300cm guide wire (gw) was inserted in a sheath and was attempt to be advanced to cross the target lesion; however, the gw failed to cross due the anatomy. Therefore, the gw was removed from the patient and the polymer coating was noted to have peeled back from the gw. Another ht command guide wire (gw) was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1 facility name: (B)(6) hospital.